Event description:
Plaintiff alleges that as a direct and proximate result of the defective nature of the latex gloves manufactured, designed and/or sold by the defendants, she has had severe pain and suffering, and she will continue to have pain and suffering in the future. She has incurred and will incur in the future expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. Plaintiff's sensitization to latex has caused restrictions in her life as to where she can go and what she can do, because she must avoid situations where latex is present. She has suffered and will suffer in the future mental strain, emotional stress and the loss of the enjoyment of life.